Manufacturer narrative:
Updated data: b5, b7, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided regarding the initial implant procedure of the valve, indicating that following implant, mild aortic regurgitation was observed and was considered acceptable. The final pelvic/leg angiography showed no evidence of significant stenosis, dissection, or bleeding. The patient recovered well from the procedure. 5 years and 6 months following implant of the valve, a second valve was implanted valve-in-valve. It was reported that the second valve resolved the severe stenosis.

Manufacturer narrative:
Image review: two 3mensio video clips displaying scrolling computed tomography (CT) imaging of the implanted evolut valve were provided, along with seven still images of 3mensio measurements and the accompanying report. No dicom imaging was available. The video clips demonstrate double image artifact. The evolut leaflets appear thickened with possible calcification. There is possible pannus or thrombus within the transcatheter aortic valve (tav) frame approximately 3.6 mm above the basal plane, and possible calcification within the tav frame at approximately 14.9 mm above the basal plane. Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the type of mild aortic regurgitation observed following implant was paravalvular leak (pvl). It was clarified that there was no stenosis, dissection, or bleeding following the initial procedure.

Event description:
It was reported that a degenerated evolut r 29 millimeter (mm) prosthetic valve, implanted approximately 6 years earlier, was identified on a follow-up computed tomography scan revealing severe stenosis. It was also reported that severe left coronary artery stenosis was present and that an intervention on the left coronary artery was necessary. A non-medtronic 23 mm valve was selected for impl antation to treat the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.